Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not registering the door as closed. The site states the door appears to be fully closed, but the pendant was still reporting that the door was open. The site has tried reopening and closing the door to no success. There was no patient present.

Manufacturer narrative:
(H3, h6): door would not close. Replaced door slides, door switches and door winch. System now working as intended. Returning to service. System has multiple issues, door switches, door slides and winch continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429; product ID: bi71000166; product ID: bi71000674. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.